Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode due to minute ventilation (mv) chop oversensing. As a result, inappropriate atrial tachy response (atr) episodes were stored. In addition, the sam episode exhibited that there were high out of range pacing impedance measurements on the right atrial (ra) lead. A lead safety switch (lss) occurred. Later an ra lead fracture was confirmed. No adverse patient effects were reported. This ra lead remains in service.